Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Patient mentioned they got their first implant in the us, a non-rechargeable implant, that was supposed to last 5 years but last 5 years. Patient then mentioned they got their 2nd implant, a rechargeable implant, in 2016 or 2017 in puerto rico. [See 708769303 for related event].

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.